Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead, the physician noted on fluoroscopic image that something was wrong with the lead helix length. After placement, the lead dislodged during analyzer measurement testing. The lead was removed from the body. It was observed that the helix was distorted and elongated. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received stretched and would not retract. If information is provided in the future, a supplemental report will be issued.